Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was prompting an unidentified "other" message. The medical affairs specialist (mas) was unable to obtain additional information from the patient because the patient disconnected from the phone call placed to the patient by the mas. The patient did not test her blood glucose level with the reported meter prior to experiencing a headache, dizziness, and being "unable to get up". Her blood glucose level was tested while she was symptomatic; a result of 500 mg/dl was obtained. She took 55 units of lantus insulin. The patient tested after developing symptoms and obtained a result that "got down to 200". From the information provided, it is not clear whether the blood glucose results were obtained on the reported meter or on a hospital device. The patient was admitted to the hospital; however, information was not provided as to how the patient was transported to the hospital. A result of 500 mg/dl was obtained on another device and the patient received treatment with insulin before contact us. Specific information regarding the patient's admission diagnosis and hospital treatment was not provided. The customer care advocate (cca) was unable to identify the message the patient received on the reported one touch ultra meter. The "other" message issue was not resolved with troubleshooting. The meter, test strips, and control solution were provided. The complaint is reported because the patient received an unidentified message on the lfs product. The patient experienced symptoms that could suggest hyperglycemia. Elevated blood glucose results were obtained at a hospital. The patient was admitted to the hospital where she received insulin treatment.